Event description:
User's parent reported that wheelchair moved on it's own when the user did not have her hand on the joystick. Pt reported that the wheelchair pushed user against tables and chairs, and she suffered bruising on her chest, neck and face. MFR inspected wheelchair and it's facility and attempted to re-create the incident. During the inspection, the wheelchair operated properly, and MFR was unable to duplicate the reported incident. MFR replaced the drive electronics on the wheelchair and returned the old electronics to supplier for further eval.

Manufacturer narrative:
Eval summary: MFR inspected the wheelchair in (B)(4) 2012. The wheelchair was working properly, and the reported incident could not be duplicated. MFR replaced the drive electronics on the wheelchair and returned the old electronics to supplier for further analysis.